Event description:
It was reported to philips that the allura system was not booting up and stuck at 00:00. The device was not in clinical use. No patient or user harm was reported. The image processing computer (ippc) was previously replaced and the issue reoccurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, hard disk, reloaded the software and configured the system. After replacement of the flexvision pc, hard disk, software reload and configuration, the system was returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.